Manufacturer narrative:
The product was not returned and no photos were provided, so an evaluation was unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The lot number was not provided, so the DHR was unable to be reviewed.

Event description:
It was reported that a mobi-c implant came apart during a surgical case. No additional surgical or patient information was provided.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Lot number of concerned device is not known. Attempts to obtain additional information have been made and no answer has been provided yet. So far, is not possible to perform the review of traceability and devices history records. Product was not returned yet, no evaluation could be performed. Investigation still in progress. Not returned to manufacturer yet.

Event description:
Mobi-c p&f us: disassembled. As reported by sales representative, an implant came apart during case. No more information was provided. Product return and additional information were requested. Investigation still in progress.